Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium, was used during a robotic assisted hysterectomy when it was reported ¿today while manipulating during a robotic hysterectomy case, I accidentally broke something that caused the handle of the v-care to not be in align with the rest of the device." There were no parts that fell off or disconnected from the device. No patient harm occurred. Procedure was not delayed, and was completed.¿. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have not been reviewed because the lot number is not know. The lot history was not reviewed because the lot number is not know. (B)(4). Per the instructions for use, the user is advised that prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium, was used during a robotic assisted hysterectomy when it was reported ¿today while manipulating during a robotic hysterectomy case, I accidentally broke something that caused the handle of the v-care to not be in align with the rest of the device." There were no parts that fell off or disconnected from the device. No patient harm occurred. Procedure was not delayed, and was completed.¿. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.